Event description:
Saline breast implants implanted 1978 ruptured within 6 months of implant. These were black with fungus. Silicone/saline implants replaced these. These encapsulized & had to be surgically removed. These were replaced with bilumen silicone gel/saline. She immediately became seriously ill, & drs could not find the problem. Explanted 3/95. She has lupus & multiple medical problems. 100% disabled-awarded 100% disability under social security-on medicaid & social services.